Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the pacing and sensing right ventricular lead. The lead was explanted and the pacing and sensing portion of the existing high voltage lead was connected to the device. The patient did not experience any consequences.

Manufacturer narrative:
A partial lead with the tip measuring 42.6/ 66.2/ 73.0 cm (outer insulation/ stretched outer coil/ stretched inner coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Correction: the event description should have been "it was reported that the patient presented with noise on the pacing and sensing right ventricular lead. The lead was explanted and the pacing and sensing portion of the existing high voltage lead was connected to the device. During the procedure, the atrial lead dislodged and was explanted and replaced. The patient did not experience any consequences." Correction: concomitant medical products and therapy dates should have been "1999/52, (B)(4) and (B)(6) 2018."

Event description:
It was reported that the patient presented with noise on the pacing and sensing right ventricular lead. The lead was explanted and the pacing and sensing portion of the existing high voltage lead was connected to the device. During the procedure, the atrial lead dislodged and was explanted and replaced. The patient did not experience any consequences.